Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that the patient's infusion set was leaking. The blood glucose level of the patient was 18 mmol/l. Moreover, the infusion set was used for three days. Currently, the blood glucose level of the patient was 6.2 mmol/l. No further information available.